Event description:
Patient scheduled for MRI scan at night. Rn, was helping bedside rn setup MRI pumps to get down to MRI scan on time, and 2 of the 3 chambers on the MRI pumps continued to alarm "occlusion". Rn confirmed that there was no occlusion with the line itself and despite troubleshooting the pumps, the mivf (maintenance intravenous fluid) was not infusing to the patient at the ordered rate of 40ml/hour due to this issue. MRI nurses were called to come upstairs and help with the pump issue. In the end, it turned out that only 1 of the 3 chambers was actually able to infuse the mivf at the ordered rate, while another chamber gave the 1ml tko (to keep venous line open) chaser. The MRI pumps failing to detect that there was no occlusion in the lines, but continue to alarm as so interfered with the patient care by not administering the proper mivf rate, which contained dextrose 20%. Patient's blood glucose thankfully was not affected, but this pump malfunction is a patient safety concern. It is recommended that these pumps get removed from our unit the issue is resolved. Devices taken to biomed for evaluation. There was no harm. This is a recurring issue.